Manufacturer narrative:
Visual inspection revealed there was moisture on the tip. The device was returned with a stopcock connected to the luer and the adhesive between the luer and irrigation tubing was cracked. There was dried saline on the handle. The electric testing revealed all electrode/ thermocouple/magnetic sensor resistances measured within specifications and were typical. The functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The pressure leak testing revealed the pressure decay values were 5 gross leaks. The irrigation testing revealed no leaks were present at luer/irrigation tubing connection. The x-ray showed a twist on the thermocouple wire on the distal end and a signal wire twist under the handle strain relief. Two pieces of foreign material were noted on the flex. The handle was dissected. The smaller piece of foreign material on the x-rays is a fragment of a signal wire which is adhered to the flex between the sensor and thermocouple solder joints. The larger piece of foreign material was not recovered. The measurements between the thermocouple and the tip and all rings showed a resistive short. Closer visual examination of the rings revealed potential areas of compromised seals on both ring 1 and ring 3. The distal shaft was dissected. There were dried body fluid present on the interior of the shaft with greater concentrations near ring 3 and tapering off going toward the butt bond. There were two twists in the thermocouple wire. The insulation from the distal end was removed to the tip. The mini electrodes and irrigation ports were sealed with tubing and with air applied, bubbles could be seen coming from the proximal end of the tip when the distal end was submerged in distilled water. The bubbles were escaping from several locations of the epoxy adjacent to the distal tip. This indicates there was a leak most likely in the polyimide tubing.

Event description:
Reportable based on device analysis completed on 12mar2020. It was reported that a hi temperature reading was experienced. During an cardiac ablation procedure an intellanav mifi open-irrigated catheter was selected for use. After numerous therapy deliveries in the left atrium the rhythmia mapping specialist experienced high temperature reading on the maestro generator. An exchange of the catheter resolved the issue. The procedure was completed successfully without patient complications. However, device analysis revealed a leak in the distal end lumen.